Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of (B)(6): the initial procedure was on (B)(6) 2011. The lesion was very calcified and despite pre-pta, the tip of the protege rx delivery catheter could not be pulled back through the deployed stent. Eventually, it was removed but only by a hard pull on the catheter and movement of the spider up and down in the distal vessel. A mild spasm in the cervical ica occurred at this time. The subject returned to the hospital on (B)(6) 2011 with chest pain and underwent heart catheterization on (B)(6) 2011. On (B)(6) 2011, the subject had a stroke. The patient was later sent to a nursing home for acute rehabilitation. Please reference MDR 2183870-2011-00189 for the spiderfx used in the procedure.